Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high platelet (plt) result generated by coulter act 5diff autoloader hematology analyzer for one patient specimen. The instrument did not generate flags and the erroneous results were not reported out of the laboratory. The operator reviewed the patient's previous results and noticed the platelet result was relatively high. Subsequent testing produced lower platelet result, which was similar to the previous results and the customer considers correct. No manual platelet count was performed. There was no change to patient treatment and no death or serious injury associated with this event.

Manufacturer narrative:
The sample was collected in 3ml vacutainer tube. The specimen was stored at room temperature and sampled within 2 hours of collection. The instrument is currently performing within qc specification with respect to accuracy and precision. Qc prior to the event was within the assay range. A bci field service engineer (fse) replaced tubes and adjusted and cleaned probes. The fse calibrated, ran precision, and verified the instrument operation. Although some hardware issues were addressed, no definitive root cause for this event has been determined to date.